Event description:
Received medwatch reporting that (2) teeth broke off the lock removal pliers during use. The wound was searched, but no pieces were found. An x-ray taken in the operating room with the wound. The event occurred during a left vertical expandable prosthetic titanium rib (veptr 1) rib to rib replacement and thoracic t3, t4, t5, t6, t7, t9 thoracoplasty. The instrument was shown to the manufacturer representative.

Manufacturer narrative:
Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records revealed no issues. The investigation could not be completed; no conclusion could be drawn because the product was not received for evaluation.